Manufacturer narrative:
Sensor 3mh001hzfwh has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from the sensor using approved software and the sensor was found to have terminated off of the user¿s body. The sensor plug was properly seated in the mount and had a watermark at the base of the sensor tail. The functionality of the bluetooth low energy (ble) module in the sensor was tested by pairing it with a retained reader and placing it in a test fixture. The sensor successfully paired with the reader and passed all testing, indicating that the sensor¿s electronics were functioning properly. No malfunctions or issues were identified, therefore this complaint was not confirmed. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "signal loss" alarm while wearing an adc freestyle libre 2 sensor and the low glucose alarm did not sound. Customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat. Customer further reported that her partner provided treatment of juice and grape sugar. There was no report of death or permanent injury associated with this event.